Event description:
It was reported that bd insyte autog bc global does not connect properly. The following information was provided by the initial reporter, translated from japanese to english: it was reported that when connecting to the kyorindo pressure-resistant extension tube, the luer lock spins around and won't connect properly.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received five photos and one 22gx1.00in insyte autoguard IV catheter from an unknown lot number that is attached to a miscellaneous extension tubing with a valve. The returned photos appear to be those of the returned physical sample. Functional testing showed no leaks at the connection. No damage or defects were identified with the connection between the extension tubing and the catheter adapter. Your reported issue of connection issues could not be confirmed from the five photographs, one 22g insyte autoguard IV catheter, and one extension tube that were provided for investigation. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report.

Event description:
No additional information.